Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information via phone call from the patient that this lead was replaced due to this right ventricular (rv) lead being dislodged. No additional adverse patient effects were reported following the procedure.